Manufacturer narrative:
The device was received. Investigation is not complete. The device history was printed at the service center. The customer contact indicated that the device continued to be in use after the reported date. All data from the reported event date of (B)(6) 2013, was overwritten by the newer information. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate resulting in the patient receiving more medication than intended. The patient was being treated in the intensive care unit and was on mechanical ventilation. At an unspecified time, the device was programmed to deliver propofol 10mg/ml, at a titrated rate of 30-35mcg/kg/min for sedation, and the delivery was started. No further programming parameters were provided. At an unspecified time, the patient was also receiving morphine 1mg/ml for pain. At 1215, the morphine delivery rate was increased from 4mg/hr to 6mg/hr for a nasogastric tube placement. At that time, the nurse confirmed the propofol was delivering at the rate of 35mcg/kg/min. At 1230, it was reported the patient's blood pressure decreased to 76/54mmhg and then to 72/52mmhg. At that time, the nurse noted the propofol was delivering at a rate of 330mcg/kg/min, instead of the previously programmed rate of 35mcg/kg/min. At that time, the propofol and morphine deliveries were stopped. The physician was notified. The patient was treated with a liter normal saline. The customer contact stated the patient's vital signs were stable with the heart rate in the 90's beats per minute, oxygen saturation in the high 90's and respiration rate of 20 on the ventilator. It was reported the blood pressure increased to the high 80's. At 1300, the blood pressure was 97/66mmhg. The device was removed from clinical service. During testing at the user facility, the device passed testing and was returned to clinical service. Though requested, no additional information was provided.